Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change while filling tubing with new supplies, and the agent noted a prior instance where the user connected the cartridge outside of the ilet; after a guided dry run and retry with all new supplies, the supply change completed successfully, and replacement supplies were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a complete blockage during fill tubing associated with the tube component, along with a user communication problem identified and prior technique issues that could affect setup. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.